Event description:
It was reported that two absolute stents were used to treat a fistula in the left bicep in 2005. Pre-dilatation was performed with a dilatation balloon and the 8x40 absolute stent was implanted; however, it was not enough to cover the lesion so another 8x40 absolute stent was implanted proximal to the first stent, overlapping. The case went fine and the patient went home. A three week post-op was done (this is done with all the diabetic patients), and the angio showed that the proximally placed stent had fractured in two places, and was only connected by one strut. A guide wire was placed across and a dilatation balloon was used. Then, an 10x40 absolute stent was used to cover the gap in the fractured stent. The final angio looked good. After the initial stent implantation, and after post dilatation, there was a 20% residual stenosis, but the overall result was 80%. It was also a fairly straight lesion, so it was difficult to determine the cause of the stent fracture. There were no patient effects reported.